Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 17-oct-2025, UDI#: (B)(4). H3: analysis found that visual inspection of the communicator showed the micro-usb charging port was loose/rattling. The micro-usb port bracket was broken and burn l3 on the charging board. The communicator failed the battery charging bench test. The device was then taken out of service and scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing unknown drug for non-malignant pain. It was reported that the patient mentioned that yesterday the patient charged their communicator for a few hours, however, when they came back, patient mentioned that the communicator didn't take any charge. Patient tried different cords and outlets. The communicator battery indicator was still yellow/amber. Patient tried to charge the communicator again today, and communicator still showed amber/yellow. Agent asked, patient confirmed no visible damage to the communicator. Agent had patient check the cord and patient confirmed no visible damage on the cord. Agent had patient plug the communicator to the outlet, patient mentioned that the light was yellow with bluetooth light blinking blue. Agent had patient unplug the communicator and connect to the therapy app. Patient mentione d getting a message - charge the communicator. Agent sent a request to repair to replace the communicator.